Manufacturer narrative:
We are still gathering info from the end user, and are waiting for device to be returned. We will file a supplemental report when the investigation is completed.

Event description:
It was reported that "a pt rec'd a third degree burn on left thigh at pad site."